Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced for a similar complaint. Evaluation found the assignable cause to be an out of specification ultrasonic sensor, with replacement of the component required. All required service actions were completed in the last service cycle. The reported condition was verified through review of the event history log by the presence of multiple 'upstream occlusion!' Messages. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No causality was identified, and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusion during testing. There was no patient involvement. No additional information is available.